Event description:
The physician positioned the first framing coil into aneurysm. The device was pre-tested and green light was observed on v-grip detachment controller. Detachment attempt of coil and was made multiple times without success. An additional v-grip was tried and detachment was still unsuccessful. The coil system was then withdrawn. In this attempt, the coil detached from the pusher while the implant was partially out of aneurysm. The physician withdrew the coil using an intravascular snare. The coil was retrieved from the patient without further incident. Two additional coils were placed in t he aneurysm successfully. No harm to the patient was reported.

Manufacturer narrative:
The complex coil involved in this incident was returned for evaluation. The delivery pusher was not returned for evaluation. Visual examination under magnification showed the coil's secondary wind shape to be slightly deformed. The detachment monofilament is visible proximal to the implant coupler. The monofilament shows evidence of being melted by detachment controller. The melted segment extends into a thread. The monofilament does not show characteristics of a tensile break or stretching. The root cause of this event cannot be determined. However, it appears that the implant detachment process occurred although the coil did not completely fall off prior to the pusher being withdrawn.